Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set or cartridge tubing during the load fill tubing process. Customer's blood glucose (bg) was 297 mg/dl. Customer administered manual injections to address bg. Customer declined to further troubleshoot with tandem technical support.